Event description:
Spontaneous report, from the us. Local reference # (B)(4). Quality complaint file was opened; local complaint reference # (B)(4). Quality complaint: (B)(4). Dealer complaint reference #: (B)(4). Linked with local reference # (B)(4) (same reporting dentist, same affected patient(s), same suspect device, different reporting dental office). Initial information was received by dealer on 12-feb-2019 from reporting dental office and forwarded to septodont on 12-feb-2019. On (B)(6) 2019, suspect device henry schein standard needles 30ga short (batch # and expiration date: not specified) reportedly broke off at the hub while in a female pediatric patient's mouth. The needle involved reportedly was caught in time to be removed and the patient was not injured. Additional information is expected. Causality assessment on 19-feb-2019 on initial information received on 12-feb-2019: seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). Expectedness: device breakage: unexpected us/(B)(4). Causality: latency - compatible, recognized association - no, analysis - this case reported a break at the hub of the suspected device henry schein standard needles 30ga short, requiring dentist intervention to remove the broken part. This case occured in a female paediatric patient. The possible causes of broken needle may result from: involuntary sudden movement of the patient, especially because it is a paediatric patient; involuntary movement or mishandling of the dentist during injection; the use of a needle size inappropriate to the type of procedure; unexpected contact with hard tissues (e.g. Bone); excessive bending of the needle before use or during use by the dentist; excessive pressure leading to a break of the needle; quality defect of the needles; the method used for the anaesthesia and the dental procedure are not specified. Since this case is poorly documented, no sufficient information is provided to explain the broke of the needle at the hub in the patient's mouth. Investigation tests are pending. Therefore, due to the lack of data, this case is considered as not assessable. Dechallenge - na. Rechallenge - na. Concluded causality who: not assessable.

Event description:
Additional information received on 04-apr-2019: as no sample for this complaint was received and affected batch number has not been communicated, no investigation was possible. No more information was available. Causality assessment reevaluated on (B)(6) 2019 following additional information received on 04-apr-2019: causality not changed a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)) b. Expectedness: device breakage: unexpected us/ca. C. Causality a) latency - compatible b) recognized association - no c) analysis - this case reported a break at the hub of the needle 30ga short in patient's mouth that has required the intervention of the dentist to extract the needle. No other information was provided, such as if the patient has made a sudden movement during the injection or if the needle was bent before use or if there was excessive pressure. Then the potential cause related to in what manner the needle was used by the practitioner could not be excluded, including use of a needle size inappropriate to the type of procedure. Additionally, quality investigation was not possible because no batch number or needle sample was available. At the time of this report, information are not sufficient to conclude, the case report was considered as not assessable. D) dechallenge - na e) rechallenge - na concluded causality who: not assessable.